Event description:
"Sos syndrome (refractive surgery) for 6 pts after use of the product. We may look in our process if we don't have another complaint."

Manufacturer narrative:
Complaint samples have not been received from the customer at this time. A telephone conversation to (B)(6) was made on (B)(6) to obtain additional info. (B)(6) indicated that sample product was forwarded to bd for evaluation. No other complaints for sos (dlk) were reported on this product previously. He mentioned that 8 pts had similar reactions during the same week but thought that it may me something in their process. Bd will conduct endotoxin testing upon the returned product. A follow-up report will be filed in approx 30 days.